Event description:
It was reported that the patient's stimulator had depleted. Coupling issues were noted. The patient would be seen at a later date for diagnostics/troubleshooting. The patients status was alive with no injury. Additional information reported six days later that there were telemetry issues and power on reset (por) condition. It was noted that the patient had done two physician recharge modes on the night prior to the report. At midnight, the patient was able to charge to 3/4 full and was seen in the office for the first time on the day of the report. It was noted that the clinician programmer was reading a discharge. It was noted that the patient tried to charge on (B)(6) 2014 but could not. The last successful charge was about 1.5 weeks before that. It was noted that this was the patient¿s second overdischarge. Two days later it was further reported that the overdischarge was confirmed but the cause was unknown. It was noted that once the patient received a new charging unit, the patient would contact to coordinate a meeting. Three days later it was further reported that the patient was charging more than expected. It was noted that the recharge statistics showed several short 0-5 minute sessions and one 166 minutes session with 2 average coupling bars. The implantable neurostimulator (ins) was at 0-25% although the patient reported it was just 3/4 full. The reporter noted that the patient remembered it happening twice before, where they had to ¿reset¿ the ins. Troubleshooting was limited at the time of the report due to lack of access to the product and/or patient. The reporter noted that the last stimulation was on (B)(6) 2014 and that there was an average of 2 bars on one session. It was noted that the patient got 8 bars now. The reporter noted that the reason for the overdischarge was that the patient had trouble where he had to reset at least two times. Additional information received over two weeks later reported that the recharging frequency matched the patient's settings. It was noted that the patient was trained and able to demonstrate effective recharging. There were no malfunctions seen or causes of issues determined. It was noted that the patient requested device replacement with a primary cell battery. He reportedly admitted to non-compliance with recharging. It was noted that the replacement would happen "sometime in (B)(6), exact date was to be determined." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3550-29, lot# n165156, implanted: (B)(6) 2008, product type accessory product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).